Event description:
Customer rinsed hands, opened new bottles of saps; rinsed contacts and placed them in his eyes. Eyes began to burn. Washed eyes with unk with contacts in place. Burning worsened. Removed contacts and placed then in "clean vials." Customer was taken to local ER by parents-could not see at that time. ER physician put unk medication in both eyes, bandaged right eye and gave customer unk medication to put in left eye every 4 hours. Diagnosis -burned corneas, recommend referral to specialist. Specialist confirmed both corneas burned; prescribed diff unk medication and told customer discomfort would last aprox 1 week. No permanent damage reported.